Event description:
The caller reported a malfunction on their pump, marked by malfunction code 12, which had occurred at least three times. There was no reported impact to the customer's blood glucose level. The customer was instructed to reset the pump and, lacking backup insulin delivery supplies, was sent a replacement pump by technical support. They were advised on necessary steps for using the new pump, including storage and return procedures for the faulty device, and warned to follow specific instructions if using a particular sensor with the replacement pump.